Manufacturer narrative:
The field service engineer performed system performance testing with failing results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient tested on a cobas 6000 e 601 module. The patient's initial result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer for confirmation. The patient's initial tsh result was 0.020 uiu/ml, and the patient's repeat result was 2.28 uiu/ml. The customer determined the repeat result was correct. The tsh reagent lot number was 466153 with an expiration date of 30-apr-2021.

Manufacturer narrative:
The customer's calibration results were ok. The customer's level 1 qc results were with 2 sd's, but the level 2 qc results were outside of 2 sd's. The investigation reviewed the system's alarm trace and noticed multiple abnormal aspiration, sample short, and lower reagent volume alarms. The field service engineer reinstalled system software. He performed performance testing with acceptable results. After service, no further issues were reported. The investigation determined the service actions resolved the issue.